Manufacturer narrative:
Product event summary - the full lead was returned and analyzed. Analysis was performed and no anomalies were found. However,there was blood on the proximal conductor of the lead and it was not obstructed. The outer insulation of the lead was extrinsically breached due to a cut. The inner tubing of the lead became extrinsically distorted due to kinking/buckling. The inner insulation ofthe lead became extrinsically distorted due to kinking/buckling. Visual summary analysis of the lead indicated apparent explant damage and stretching.

Event description:
It was reported that there was no capture from the right ventricular lead shortly after implant. The patient was also experiencing muscle stimulation. There was a dislodgement of the lead causing a perforation and a pneumothorax. A chest tube was placed and the lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5086mri45 implantable pacing lead 2013-(B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.